Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. The physician suspected the lead to be fractured. The lead was capped and replaced. The patient was in stable condition post procedure.